Event description:
It was reported that the patient's devices were removed due to an infection. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.